Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and high temperatures due to irrigation flow obstructed were observed. The surgery was not delayed due to the reported event. The catheter was replaced, and the procedure was successfully completed. There was no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test, the flow in the irrigation hole was very poor. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the tip area. Finally, tip was dissected, and the irrigation tube was inspected, and it was found that the irrigation tube folded at the tip section. A manufacturing record evaluation was performed for the finished device number lot: 31319863l and no internal action related to the complaint was found during the review. The damage to the irrigation tube could be related to the temperature and irrigation issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the issues cannot be conclusively determined. The instructions for use (IFU) contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. In relation to the temperature issue, the IFU contains the following warnings and precautions: do not use the temperature sensor to monitor tissue temperature. If the rf generator does not display the temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. Recheck the irrigation system prior to restarting rf application. Before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The lot number was received on 28-nov-2024. The product analysis lab received the device for evaluation on 23-dec-2024. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Section d4, d9 and h4 were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and high temperatures due to irrigation flow obstructed were observed. The surgery was not delayed due to the reported event. The catheter was replaced, and the procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).